Manufacturer narrative:
The pump had been infusing sufenta at 15.026 mcg/day and clonidine at 37.57 mcg/day. Only the pump was returned. Analysis testing revealed the pump was overinfusing with an undetermined root cause. The pump was expected to be further reviewed in analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-01 additional information was received which indicated that a refill was performed on (B)(6) 2016 when the patient experienced the overdose. The associated overdose symptom experienced by the patient was a decrease in blood pressure. The expected volume was not registered by the physician on the physician programmer when the volume was actually zero milliliters. Reportedly, this was not the first volume discrepancy but that the same issue for the last three refills.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving sufenta (concentration 40 mcg/ml, dose 14.982 mcg/day) and clonidine (concentration 100 mcg/ml, dose 37.46 mcg/day). The event occurred on (B)(6) 2016 during normal use. It was reported that the pump was running too fast; the medication in the pump at refill was not in line with nvision (physician programmer). The refill was done with close follow-up of the patient, following the refill, the patient had symptoms of overdose. The data in provided by the nvision gave a refill date of more than a month later but the health care professional controlled the pump "contenance" because of return of pain symptoms. There was no medication left in the pump. No factors were known to have led/contributed to the issue. The pump was explanted on (B)(6) 2016 and would be returned to the manufacturer. A new pump was implanted. At the time of this report, the issue was resolved and patient status was "alive - no injury" additional information was received on (B)(6) 2016 indicating that the patient was doing fine with new pump.

Manufacturer narrative:
Patient code (B)(4) no longer applies this event.

Event description:
The representative further reported that the decreased blood pressure meant the patient was hypotensive. "Contenance" of the pump meant the contents of the pump. The cause of the volume discrepancies was not determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.